Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia requiring defibrillation and intubation. The impella was positioned too deep and against the septum so the pump was explanted.

Manufacturer narrative:
No product was returned for investigation. The cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the positioning issue cannot be determined since insufficient clinical details were provided. The device passed all post sterile inspection checks.